Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and correction (h6: type of investigation, investigation findings and investigation conclusions). Additional information was received indicating the reported issue occurred on (B)(6) 2022 during inspection for an unknown diagnostic procedure. The intended procedure was completed using the same device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, noise was noted caused by contact corrosion, operating failure was noted due to scope mount corrosion, cable buckling was noted and charged coupled device (ccd) flooding was noted. During device investigation, contact erosion of the video connector was confirmed, it was noted, it was likely that the video function did not function properly because good energization was not possible due to the contact corrosion of the video connector. However, the root cause could not be identified. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had a poor contact resulting in image temporarily disappearing. There was no harm or user injury reported due to the event.